Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. Lens was repositioned. Lens was exchanged for a longer length lens and problem was resolved. Cause of the event was reported as patient related factor.

Manufacturer narrative:
Additional manufacturer narrative: h11-manufacturer narrative: secondary surgical intervention to reposition, remove, and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).